Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause it likely due to inadequate instructions to pair foot pedal with laser system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not connecting with the laser unit and an error message was displayed. Troubleshooting resolved the issue. There was no harm or user injury reported due to the event. This report is for the tfl-afswl wireless footswitch. The tfl-pls was reported on medwatch # 3003790304-2023-00114.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. Troubleshooting resolved the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.